Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient had their entire system explanted and replaced due to lead migration. Therapy was restored following the procedure. Manufacturer reference report number #:3006705815-2021-01560.